Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with an erratic and intermittent temperature input. Per additional information updated ttm on (B)(6) 2025, biomed needs help with device that was reported with intermittent/erratic temperature input. Per review of wo on 13may2025, troubleshot, needs an isolation cca, part number and price given.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is due to a failed isolation circuit card. Per follow up, biomed needs help with device that was reported with intermittent/erratic temperature input. Per wo, part number and price given for isolation circuit card. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device with an erratic and intermittent temperature input. Per additional information updated ttm on 09may2025, biomed needs help with device that was reported with intermittent/erratic temperature input. Per review of wo on 13may2025, troubleshot, needs an isolation cca, part number and price given.